Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 54 mg/dl. Customer treated their low blood glucose with juice and food. Troubleshooting for the insulin pump was performed. Customer advised they had insulin flow blocked and their infusion set burned their arm. Customer had blood at site and advised the device would not record in the bolus wizard sometimes.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer reported via phone call that they received an insulin flow block alarm. The customer also reported experiencing low blood glucose of 54 mg/dl on (B)(6) 2017. The customer treated their low blood glucose with juice or candy. The customer attributed their low blood glucose to their insulin. The customer also reported going to bed with a blood glucose of 80 mg/dl and waking up with a high of 400 mg/dl. The customer reported their high blood glucose was treated with a syringe by their health care provider. The customer reported being under a lot of stress and was becoming insulin resistant. The customer did not troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.